Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that there was stripping of the set screw intraoperatively. Another of the same product was used to complete the procedure.

Manufacturer narrative:
The single inner set screw (product code: 1797-02-000, lot number: apcfm5) was returned to the complaints handling unit (chu) on september 30th, 2014 after the initial closure of the complaint. The set screw shows clear signs of use including surface markings, but little in the way of thread damage is present on the screw. However, the start of the bottom of the thread features a portion in which it appears to be folded over. This lip, though not pronounced, is sufficient enough to narrow the gap between itself and the next layer of the set screw¿s thread, which may impede the set screw while tightening. Complaint confirmed. The evaluation of the device has not affected the original investigations results including the trending and DHR review. A root cause cannot be determined from the sample and the information provided. However, a possible root cause would be the threads of the set screw becoming unintentionally cross-threaded during insertion, resulting in the start of the thread becoming compressed and barring the set screw from progressing during tightening. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium single inner set screw was not returned for evaluation. A review of the device history record found no discrepancies were observed during the manufacturing and release of this product that could have contributed to the problem reported by the customer. As such, these devices were released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the product family found no emerging trends. Without the product device we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action (CAPA) is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.